Manufacturer narrative:
Alleged failure: sales rep has been informed of a problem with the crossfire ii console: "burnt smell. Total stop" "smell of burning, then total stop of the console without possibility of relighting" the failure(s) identified in the investigation is consistent with the complaint record. The root cause is the front board due to possible fluid ingress. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.